Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was shutting down after power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker produce assessment center (pac) technician evaluated the device and verified the reported issue of unexpected loss of power. The root cause was determined to be a depleted battery. The device was archived by stryker and the customer received a replacement. Section d4 serial number, d4 gtin, and h4 have been corrected.

Event description:
The customer contacted stryker to report that their device was shutting down after power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.